Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been another event for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
He had a cement mantle fracture proximal right hip. Had a traumatic fall (B)(6) 2019 - loose, other hip required dhs (non-stryker products involved on opposite hip). Proximal femoral osteolysis. Noticed on x-ray upon noticing pain and after their trauma. Update: 27 july 2019: surgeon was revising due to signs of osteolysis. Noticed cement mantle fracture during procedure.